Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing an infection. The implantable pulse generator (ipg) and right atrial (ra) lead were explanted. It was further reported that positive blood and wound cultures were obtained indicating the presence of a systemic infection. No further patient complications have been reported as a result of this event.